Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during manual prime. Customer's blood glucose was unknown mg/dl. The customer was advised that in order to troubleshoot they have to change set and or reservoir. After the troubleshooting was done, customer was advised that the issue was resolved by changing the reservoir. The customer was advised to return reservoir and call us back if anything does persist.